Event description:
Event description boston scientific received information that this ventricular lead was surgically abandonded due to high threshold measurements and impedance measurements greater that 2500 ohms, a lead fracture was suspected. A new lead was implanted. The pacemaker was explanted and replaced also for normal battery depletion.